Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the patient's ascending aorta was dissected (noticed after thv implant). The patient's aorta was very horizontal, and the operators had difficulty crossing the native valve with the thv. Attempting to push the valve through the native valve, the catheter more than likely caused the injury. The operators decided they did not want to bav the native valve prior to inserting the delivery catheter into the body. The valve was eventually successfully implanted, and the operator implanted a tevar to repair the dissection. The patient is alive and well. The delivery catheter was discarded by the staff.

Manufacturer narrative:
The investigation is ongoing. As the lot number is unknown at this time, no UDI number was available. Device was discarded.

Manufacturer narrative:
Update to d4 model number, lot number, UDI, and expiration date. Update to h3; manufacturing date.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The commander delivery system (ds) was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: the patient had a horizontal aorta, calcified native leaflets, and a dissection of the ascending aorta. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3u, commander with s3u and esheath plus device preparation manual, and the commander with s3un and esheath plus procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty crossing native annulus and/or bioprosthesis was confirmed through empirical evidence due to provided imagery of the patient anatomy and outcome. As reported, "the operator attempted multiple times to advance the thv through the native valve, and met a lot of resistance, which in turn caused the catheter to interact with the aorta (stj/ascending aorta region." Per the training manual, "factors that can make it difficult to cross would be heavy calcification and a horizontal aorta". In 3mensio imagery provided by the field, calcification was observed in the aorta and native annulus. Additionally, the patient also exhibited a horizontal aorta. The presence of calcification and tortuous anatomy in the aorta can cause interaction between the advancing delivery system with thv and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus and the observed aortic dissection. A conclusive root cause was unable to be determined at this time. However, available information suggests patient (calcification, horizontal aorta) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.